Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during a meeting with the patient, the patient's scs ipg would no longer communicate with the patient programmer or charger. Reportedly, the patient had been under the care of a home healthcare nurse for approximately a year and a half, the ipg had not been charged since. Consequently, the patient's physician planned to replace the scs ipg with a competitor's device.